Event description:
It was reported that the pulse generator exhibited multiple noise reversions. A sensitivity change would be considered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.